Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia for approximately 12 hours while using a steel 6 mm contact/detach infusion set, with a highest recorded blood glucose of 276 mg/dl and persistent out-of-range alerts; device data indicated insulin delivery, and the user was advised to change the infusion site due to suspected poor absorption. Symptoms included elevated blood glucose. Outcomes included no need for medical intervention, no backup therapy use, no ketone testing, and no acute health effects. Investigation included review of device data logs and user troubleshooting with education on site rotation and absorption issues. Investigation of this case revealed no device malfunction identified and a likely infusion site absorption issue consistent with scar tissue or inadequate subcutaneous tissue at the insertion site. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.